Event description:
A third party service provider reported on behalf of a customer that a pt on the anestar anesthesia delivery system had to be manually ventilated. No pt injury was reported.

Manufacturer narrative:
There is no further info provided by the third party organization who services equipment for the customer. A request for additional info has been placed with the service provider.